Event description:
It was reported, the pt has persistent pain at the ipg site. Reportedly, the pain at the ipg site is being monitored by the physician and no surgical intervention is planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.